Event description:
On (B)(4) 2011 the healthcare professional/reporter contacted lifescan (lfs) france to report the one touch veriopro meter had read inaccurately high. The patient obtained a blood glucose reading of 44 mg/dl on the reported meter and a laboratory result of 27 mg/dl within 10 minutes from each other. At this time, it is unknown if there was any intervention between the tests that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The reporter did not allege any harm or injury because of the reported issue. Replacement products were sent. The test strips were in good condition and within opened expiration dating. No information was provided about the patient's testing technique. The reporter did not allege that the patient developed symptoms of received medical treatment because of the reported issue. Multiple attempts to contact the reporter for follow-up information have been unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the patient performed a meter-to-lab comparison where the calculated difference of the reported results exceeds lifescan's criteria for accuracy testing. There is no evidence, however, at this time that the meter contributed to the patient's low blood glucose level. It is unknown what lfs meter readings were obtained before the low bg episode began or what actions the patient took prior to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.